Manufacturer narrative:
(B)(4)

Event description:
Reportedly, to treat a cto lesion at mid lcx, physician used the subject guidewire for final trial to cross the guidewire through the target lesion. Guidewire went through the lesion, however when the physician pulled out the guidewire it was seen that the tip of the guidewire broke off. Broken fragment of the guidewire was left remained in the patient anatomy at the physician's discretion. Reportedly, there was no complication observed with the patient, who had been discharged three days later. Physician provided a comment that the same manoeuvres as with other wires were done.

Manufacturer narrative:
(B)(4). Device investigation could not be conducted since it was not returned to manufacturer. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency. Based on the provided information , it is presumed that the guidewire might get trapped when it was advanced into the target cto lesion, where rotational and/or push-pull manipulation for bail out might be continuously made, rotational and/or bending force might be accumulated to the distal section of the guidewire, which finally broke off when the accumulated force exceeded the product's design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - if resistance is felt between this guidewire and the other interventional devices while operating this guidewire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise the guidewire may break or be damaged and may cause injury to the blood vessel ore leave fragment inside the vessel. - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.